Event description:
The patient is a (B)(6) who came here today for a left heart catheterization and possible angioplasty. Physician did a fractional flow reserve (ffr) of the circumflex, removed the ffr wire and replaced it with a prowater wire. Then he wired the om branch with a kinetrix wire, ballooned and placed a stent. He pulled the stent balloon and wires back into the guide catheter and noted that approximately 4cm of the distal tip of the kinetrix wire was still in the om branch. It was attempted multiple times to rewire the om branch to retrieve the wire tip without success. A final picture was taken and the patient was transferred to cath postop recovery. The patient was asymptomatic, denying any pain or discomfort at this time. The md spoke with the patient and the family regarding the wire remaining.